Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn tgxp12247) displaying tcmid:02 (ce danfoss error) error message was confirmed in the system's event log data and during functional testing. The root cause was a degraded cable connection between the danfoss module and pic 16 board due to burnt pins on the connectors, likely due to corrosion and electrical shorting inside the connectors. No physical damage was observed on the thermogard console during the visual inspection. Reviewing the system's event log data showed multiple tcmid:02 (ce danfoss error) error messages, confirming the reported complaint. The system failed initial functional testing due to a tcmid:02 error message, confirming the reported complaint. The investigation findings revealed burned pins on the connector of the pic-hsg cable harness and the j22 connector on the cooling engine harness, which connects the danfoss module to the pic 16 board. The wire harness assembly and pic 16 board were replaced to remedy the issue. Upon service completion, the thermogard system will be subjected to final functional tests to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).

Event description:
The customer started ivtm therapy for a rosc patient using the thermogard xp ivtm system sn (B)(6) at 11:00 on may 20. On may 21, at around 12:20, the thermogard console displayed a tcmid:02 (ce danfoss error) error message. The customer rebooted the system multiple times, but the issue persisted. The console was replaced with another one to continue therapy. No patient injury was reported.